Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for foreign matter was observed. The failure mode for blunt needle point was not observed. Additionally, 30 retention samples from bd inventory were evaluated by visual examination and the issues of foreign matter and blunt needle point were not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode foreign matter. This complaint could not be confirmed for blunt needle point. Bd was not able to identify a root cause for the indicated failure modes. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. E.1. Initial reporter addr 1: (B)(6).

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle found the tip has a black fiber on it. This event occurred 5 times. The following information was provided by the initial reporter. The customer stated: defects: open the outer packaging found that the tip of the needle on the black fiber flocculation foreign matter and blunt needle quantity: 10 pcs. (5 foreign bodies and 5 blunt needles).